Manufacturer narrative:
Based on the claim against the product by the customer noting the mtm, an investigation was completed to determine the cause of this reported event. An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. After the isi fse chatted with the isi tse, it seemed that the fault may have rectified itself. No further issues were observed in the logs and there were no further complaints. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted low anterior resection (lar) surgical procedure, the customer contacted intuitive surgical, inc. (Isi) technical support engineer (tse) and reported a lagging response from master tool manipulators (mtm). The finger clutch on the surgeon side console (ssc) did not respond properly as there was a lag in its response. The lag also affected the endoscope movement in and out. There was no reaction at first and then it would have a sudden movement. The surgery was not affected as they had two sscs and were using the other one. The customer did inform the isi tse that they needed two working consoles for training purposes soon. It was noted that a mixed configuration existed on the sscs. The customer switched to the second ssc and proceeded with the case. The procedure was completed with no reported injury.